Event description:
Baxter reported one incident of a fiber blood leak with the psn 140 dialyzer. Incidient occurred during the middle of treatment. No patient injury or medical intervention was reported per complaint coordinator. No further information is available.